Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance, difficult to remove, and device operates differently could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the omnilink elite peripheral stent system instructions for use states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, without pre-dilating the lesion, a 6.0x12x80 otw omnilink elite balloon-expandable stent system was advanced via femoral access into a 6fr non-abbott sheath toward a stenosed lesion in the renal artery, but was unable to cross the lesion due to patient anatomy. While withdrawing the omnilink elite stent system from the vessel without resistance, when reaching the sheath, slight resistance was felt and, though no unusual force was applied, the stent dislodged at the distal end of the sheath inside of the anatomy. The omnilink elite stent was snared from the anatomy. The lesion was pre-dilated and another omnilink elite stent was used to successfully complete the procedure. Reportedly, the physician is very experienced and has been stenting renal vessels for approximately 18 years. The physician prefers not to pre-dilate the lesion and typically does not need to perform pre-dilatation; this is the first time a stent has dislodged in the anatomy during use for this physician. Aside from a slight delay in the procedure, there were no adverse patient sequelae. No additional information was provided.